Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the patient was hospitalized on (B)(6) 2017. The customer reported that they are in the emergency room with blood glucose of 600mg/dl and calling to troubleshoot the pump as the customer's pump was not working. Patient's blood glucose at time of incident was 600 mg/dl. Patient's current blood glucose was over 600mg/dl. The customer was wearing the pump at time of hospitalization. The infusion set cannula was bent. The insulin pump will not be returned for analysis.